Event description:
Customer reported receiving an inaccurately low glucose reading (67 mg/dl) from their precision xtra meter. Customer reported experiencing symptoms of dizziness, tiredness, sleepiness and one episode of falling. Customer reported going to her doctor who diagnosed customer with severe hyperglycemia and treated her with glipizide and metformin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.